Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, e1(event site state: kln), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) user reported that they cannot use fibre optic function of the machine. It is found that the fibre-optic cable (orange) was bent in the middle. Performed and passed fibre-optic test. Replaced the sensation balloon catheter for testing. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during connecting to the patient, the cs300 intra-aortic balloon pump (iabp) had a fiber-optic sensor failure. They could not use the fiber optic function of the machine. No patient injury or harm reported.